Event description:
At about 2 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components, performed a washout, and reimplanted permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 april 2024. Lot 2114214: (B)(4) items manufactured and released on 14-feb-2022. Expiration date: 2027-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implants involved, batch review performed on 08 april 2024: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot 2312444: (B)(4) items manufactured and released on 14-june-2023. Expiration date: 2028-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Cup: mpact 01.32.156dh acetabular shell ø56 two-holes (k132879) lot 2213426: (B)(4) items manufactured and released on 28-sep-2022. Expiration date: 2027-09-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2301424: (B)(4) items manufactured and released on 29-march-2023. Expiration date: 2028-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Screws: mpact 01.43.0030 cancellous bone screw ø 6,5 l 30 (k200391) lot 2245829: (B)(4) items manufactured and released on 21-march-2023. Expiration date: 2028-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.